Event description:
It was reported that part of the bd venflon¿ pro safety catheter needle broke off after cannulating the vein. The following information was provided by the initial reporter, translated from italian: "after cannulation of the vein, when the metal needle is removed, only part of the needle is revealed. When the suction device is removed, the broken part remaining in the cannula is revealed consequence: no consequences."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-apr-2023. H6: investigation summary our quality engineer inspected the 1 used sample and 2 representative samples submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the used sample. Analysis of the used sample showed that there is a bend in the cannula that resulted in breakage. The representative samples were tested, and no defects were observed during their analysis. Our manufacturing process was reviewed and none of the processes would bend the cannula enough to replicate what was observed in the used sample. Bd determined that the most probable cause of the failure was related to the manipulation of the device or the improper storage of the product. However, since we cannot confirm how the product was handled or stored during the failure event, we cannot confirm this root cause. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the bd venflon¿ pro safety catheter needle broke off after cannulating the vein. The following information was provided by the initial reporter, translated from italian: after cannulation of the vein, when the metal needle is removed, only part of the needle is revealed. When the suction device is removed, the broken part remaining in the cannula is revealed. Consequence: no consequences.

Manufacturer narrative:
The following code should also be included. Imdrf annex b grid b01.

Event description:
It was reported that part of the bd venflon¿ pro safety catheter needle broke off after cannulating the vein. The following information was provided by the initial reporter, translated from italian: "after cannulation of the vein, when the metal needle is removed, only part of the needle is revealed. When the suction device is removed, the broken part remaining in the cannula is revealed. Consequence: no consequences."